Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:02. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 392 to 1088 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. There has been a steady increase in the pacing impedance and also a rise in threshold. The lead is still in use. No patient complications have been reported as a result of this event.